Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and neo meter, no trends were identified that would indicate any product related issues or potential product related issues. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues or potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a low reading from their adc blood glucose meter. Customer reported a low reading of 5.2 mmol/l which was lower than lab reading of 7.5 mmol/l. The results when plotted on a parkes error grid fell in the b zone however, the max difference falls "out of range" showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported meter is unknown. The date entered is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their adc blood glucose meter. Customer reported a low reading of 5.2 mmol/l which was lower than lab reading of 7.5 mmol/l. The results when plotted on a parkes error grid fell in the b zone however, the max difference falls "out of range" showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.